Manufacturer narrative:
Continuation of d11: product ID 3889-28 lot# va1rh1c implanted: (B)(6) 2018 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They repeated previously reported information. They also mentioned that they were shown how to use the external device but they were under anesthesia when they were told and did not remember much. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d11: product ID 3889-28 lot# va1rh1c implanted: (B)(6) 2018 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They repeated previously reported information. Patient said that if she increases the intensity that feels like she is getting a blister in her rear end between the cheeks in the vaginal area. Patient said that this has been going on for at least a year. When asked, patient said that when she decreases the intensity this sensation goes away, however, she hesitates about decreasing or switching programs as she thinks she is starting to receive some improvement whereas wasn't experiencing any improvement on the other programs. Patient said that she tried to reach the mdt rep, but received a message that her vm box is full. Email was sent to the rep. Patient was directed to contact hcp office to schedule an appointment to discuss her situation. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 18-may-2022, UDI#: (B)(4), implanted: (B)(6) 2018, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that, since the patient had the implanted device, they did not have the stimulation in the proper area and had no sensation in the vaginal area (started (B)(6) 2018). They stated that the doctor had determined in (B)(6) 2018 that the leads had not been properly placed. The healthcare professional (hcp) and the manufacturer¿s representative decide to reposition the lead on (B)(6) 2019. After the surgery, the patient felt the stimulation in the correct area and used the programmer to adjust the stimulation as needed. They had tried all the programs and had no changes to their symptoms. The patient mentioned that when they increased the stimulation, their ¿system went crazy¿ and was going to the bathroom constantly. They stated that they had frequent bowel movements (¿bowels coming out¿) but this was not diarrhea and the stimulation was ¿too much¿. The patient was back to where they were before having the implant. They stated that if they could have it removed they would and asked what stimulation setting they should have it on. Therapy considerations were reviewed with the patient. The patient was redirected to the hcp for the issue. They were also sent physician listings. There were no further complications reported or anticipated.

Manufacturer narrative:
Product ID: 3889-28, lot# va1rh1c, implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that in (B)(6) 2019 they moved the lead and patient still has not been getting any relief. Patient repeated again the device was obviously placed in the wrong place because she never got any relief and kept getting pain down her leg. Patient stated she really wanted to talk to someone who knows the device before she proceeds with device explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the cause to the patient not feeling the stimulation was ¿s2 cross sensation¿. It was noted that the lead was in s3. The issue was reported as resolved. There were no further complications reported or anticipated.